Manufacturer narrative:
(B)(4). Date sent: 2/8/2022. Batch #: v94332. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2c35a device was received with the electrode and ceramic detached from the jaw as one piece, the electrode and ceramic were returned. In addition, the heat shrink (shaft cover) material was skiving. All of the heat shrink material appeared to have been returned. Upon visual inspection under magnification it was noted that the ceramic was missing. The ceramic was damaged by the separation of the electrode from the lower jaw. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message three time. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. There is insufficient evidence related to what caused the damage on the device. It should be noted that product failure is multifactorial. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the use of the bipolar shears in a video laparoscopic hysterectomy, the device presented detachment of one of the mandible surfaces after the removal of this surface, the shears stopped working coagulation and it was necessary to replace the equipment to continue the surgery. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Photo analysis: this is a analysis for a set of images submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of the distal jaw of what appears to be an enseal instrument. A closer look at the clamp arm interface shows that the electrode detached from the lower jaw. Image 2: the image provided by the customer is that of the detached electrode. Image 3: the image provided by the customer is that of a packaging tyvek where the lot can be seen as v9455k. Image 4 and 5: the image provide by the customer is that where a latter can be seen. No conclusion could be reached as to how this issue occurred through photo analysis. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.